Event description:
A respironics bipap vision ventilator alarmed. Rn found pt dusky and in respiratory distress with oxygen saturation reading 74%. Rn noted ventilator tubing was disconnected from the machine and reconnected it. However, she then noted that the machine was not functioning. The pt subsequently removed the face mask due to inability to breathe. The pt was placed on supplemental oxygen with oxygen saturations returning to baseline. The respiratory therapist who was summoned, noted that the "vent inop" light was illuminated and the bipap ventilator was not functioning. The bipap unit was removed from service and the pt was placed onto another bipap vision ventilator.